Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8199553. Medical device expiration date: 2021-07-31. Device manufacture date: 2018-07-18. Medical device lot #: 8199620. Medical device expiration date: 2021-08-31. Device manufacture date: 2018-07-18. Medical device lot #: 8264839. Medical device expiration date: 2021-09-30. Device manufacture date: 2018-09-21. Medical device lot #: 8149792. Medical device expiration date: 2021-05-31. Device manufacture date: 2018-05-29. Medical device lot #: 8156662 medical device expiration date: 2021-05-31 device manufacture date: 2018-06-05 medical device lot #: 8156661. Medical device expiration date: 2021-05-31. Device manufacture date: 2018-06-05. Medical device lot #: 8235935. Medical device expiration date: 2021-08-31. Device manufacture date: 2018-08-23. Medical device lot #: 8191786. Medical device expiration date: 2021-07-31. Device manufacture date: 2018-07-10. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had no flash while in the vein. There were multiple lots involved in this incident. Lot #s 8199553, 8199620, 8264839, 8149792, and 8149792 were reported to have 5000 occurrences, while lot #s 8156661, 8235935, and 8191786 were reported to have an unknown number of occurrences.

Event description:
It was reported that the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder had no flash while in the vein. There were multiple lots involved in this incident. Lot #s 8199553, 8199620, 8264839, 8149792, and 8149792 were reported to have 5000 occurrences, while lot #s 8156661, 8235935, and 8191786 were reported to have an unknown number of occurrences.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to visibility of flash as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for lack of flash with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.